Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to auto inflation, inflation difficulties and scrotal pain while attempting to activate the pump. A new malleable penile prosthesis was implanted.